Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set cannula crimped event on 03-jan-2025. The insertion site was left side of abdomen below navel. The infusion set was in use for five days. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states. Since no lot number is available, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.